Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum output. Also, patient experienced peroration and stimulation with maximum output pacing. This rv lead was explanted and replaced. No additional adverse patient effects were reported.